Event description:
It was reported by a nurse through a company representative that a vns pt experienced vomiting since being implanted with vns (pt implanted on (B)(6) 2010). The nurse stated the pt had been in the hospital a lot and is not turned up very high at this point. Follow-up was made with the pt's treating nurse who indicated the pt began vomiting after vns implant surgery and continued vomiting until (B)(6) 2010. The pt's device was never programmed on since implant as the pt continued vomiting. The pt has not been seen the treating neurologist since (B)(6), 2010 but clinic notes have been received from the office of the implanting surgeon who indicated the vomiting had improved (stated in an office note from (B)(6) 2010). At the moment, the plan is to have the pt programmed on soon but no appointment has been made. The nurse attributed the vomiting to implant surgery as the pt had no previous issues leading to vomiting.